Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 500 mg/dl. It was reported that the insulin pump receives power system error and post reset ram crc alarm. The customer declined troubleshoot for high blood glucose. The customer treated high blood glucose with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs. The battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 alarms were noted. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with missing display window cover. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.